Event description:
It was reported that the customer was taken to the emergency room about a year and a half ago due to blood glucose levels greater than 500 mg/dl. It was stated that the customer was also vomiting. The exact date of the event was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.